Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve procedure. The stapling device was being used for the resection of the stomach. The clamp worked for the fist stapling and for the second the clamp did not work anymore, impossible to agafer. The handle did not respond, so stitching was not done. The stapler was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. Used a new reload to verify that the other one is not defective. There was no change, always impossible to staple. In order to resolve the issue and complete the case, changed the handle and used with the previous reloads. There was no problem stapling. There was no patient harm. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.